Manufacturer narrative:
(B)(4). This report will be updated should additional information be provided.

Event description:
Additional information was received indicating that this device was successfully explanted. There were no adverse patient effects.

Event description:
Boston scientific received information that this device recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. This device remains in service. There have been no adverse patient effects. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.